Event description:
It was reported that the patient presented for a pulse generator replacement, scheduled due to normal elective replacement indicator (eri). During interrogation and testing, the pulse generator went into bvvi with no pacing support. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.